Manufacturer narrative:
Concomitant products: 8637-20 neuro pump implanted on (B)(6) 2017; 5076-52 lead implanted on (B)(6) 2017; 5076-52 lead implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection, endocarditis. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.